Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1javp implanted: (B)(6) 2017. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) ubd: 25-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative via a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the caller stated the hcp office reported that the patient's ins system was removed, but the lead broke so a portion of the lead remained implanted. The caller stated the patient was then implanted with a system from a different manufacturer. The caller stated that the hcp office read them operation notes and therefore, they assumed the lead broke upon explant, but no date was provided. Troubleshooting was not required. .